Manufacturer narrative:
The reported issue of dim segments was confirmed on 2 out of 2 returned boards. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review of the sn (B)(4) service history record showed the device had a manufacture date of 08-jun-2010. A review of the device service history record was performed beginning from the date of manufacture to the present date12-nov-2020 and indicated that this device has been returned to service (once) not related to this issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that two lvp display boards needed to be replaced for dim segment.